Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the clip delivery system was returned and investigated. All available information was investigated and the reported clip actuation issue was not confirmed as the clip opened smoothly during device evaluation. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the clip actuation issue. Functional testing confirmed that the clip functioned as intended with no clip actuation issues observed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report potential jumping clip during opening. It was reported that during preparation of the clip delivery system (cds), the arm positioner was turned in the open direction, but the clip did not move properly when opened. Additional attempts were made, but the clip was not opening cleanly. The cds was not used and there was no patient involvement. There was no clinically significant delay in the intended procedure. No additional information was provided regarding the clip issue.